Event description:
The rptr feels that the new paper surgical sponges are inadequate. When taking the sponges out of the sterile package they shred into tiny pieces. He feels that the sponges are okay to use outside of a wound but should not be used inside the body such as the uterus or for an episiotomy because they do not absorb enough blood.